Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient did not have much success using the belt while recharging, so she had to lie down on her bed to charge. Patient mentioned it might be because of where her ins was located. Patient stated she did not know how long it wait was supposed to take to charge but it took her a couple hours to charge ins up, 2-3 hours. No further complications were reported/anticipated.